Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for repair of an inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2009 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the correct expiration date for the 3dmax mesh. A manufacturing review was conducted which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum#1: this supplemental emdr is being sent to provide the correct expiration date for the 3dmax mesh. A manufacturing review was conducted which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum#2: h11: this supplemental MDR is submitted to document additional information provided, to correct the PMA/510(k) # and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 4 years 6 months post implant of 3dmax mesh, the patient had pain, hernia recurrence thereby underwent repair. Note the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: g4 (PMA/510(k) #), h4 (manufacturing date) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery for repair of an inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2009 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2004 - patient was diagnosed with bilateral inguinal hernia and underwent laparoscopic repair with implant of 3dmax meshes. Per operative report, "on the right side, patient was found to have an indirect hernia. The sac was identified on the anterior surface of the cord and dissected back into preperitoneal space. On the left side, the patient also had a small indirect hernia. A medium sized 3dmax mesh (device #1) was inserted on the right side and tacked. A medium sized 3dmax mesh (device #2) was inserted on the left side and tacked in similar fashion¿. On (B)(6) 2009 - patient had painful recurrent right inguinal hernia thereby underwent repair with implant of bard flat mesh (device #3). Per the operative report details, "the hernia had protruded underneath the previously placed mesh (device #1). After the hernia sac was dissected back away from the inguinal floor, a strip of bard flat mesh was used for the repair, sutured superiorly to the old mesh and transverse fascia.¿ attorney alleges that the patient had ring break, nerve damage, hernia recurrence, pain and emotional injuries.